Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this patient felt like they pulled/dislodged a lead. Lead remains in service. No adverse patient effects.